Event description:
Same case as MDR ID# 2134265-2015-02967 and 2134265-2015-02896. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled to perform automatic pullback. However, it was noted that the automatic retraction of the sled did not work. The mdu5 had broken. Manual retraction was performed and the procedure was completed with this device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).